Event description:
Reporter indicated a system diagnostic test at an office visit, resulted in high lead impedance reading indicating a possible lead discontinuity. X-rays reviewed by treating physician revealed lead kinking around the patient's cervical area. The patient underwent surgery to replace lead. A new generator was implanted to be compatible with the new lead. Analysis of explanted lead could not be performed because it was disposed of after surgery.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.